Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that the insulation was abraded at 50.2 cm to 50.5 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device. A surface abrasion was noted at 11.1 cm from the connector pin. (B)(4).